Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronic assembly. The insulin pump was unable to confirm unexpected low battery alarms due to blank display. The insulin pump had a cracked reservoir tube lip, cracked end cap and cracked reservoir tube noted.

Event description:
It was reported the battery life of the insulin pump was very short, last only a couple of days. Customer changed the battery and now it doesn't have a connection, blank display. Customer was advised to clean the battery cap. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.